Manufacturer narrative:
The crep2 reagent lot number was 853138 with an expiration date of 31-oct-2025.

Event description:
The initial reporter questioned the results for multiple patient samples tested for creatinine plus ver.2 (crep2) on a cobas c 503 analytical unit. A discrepant low result was provided for 1 patient sample. The initial result was 48 umol/l. On (B)(6) 2025, the customer reviewed patient results and noticed that the initial result for this patient was different from the results of other patient samples run before and after this sample; the results for the other patient samples were approximately 130-150 umol/l. On (B)(6) 2025, the customer repeated the sample, and the result was 123 umol/l. The initial result for the patient was amended.

Manufacturer narrative:
Daily crep2 qc results were unstable. The field service engineer (fse) replaced the photometer lamp and cells. The crep2 qc results improved. Instrument performance testing was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.